Manufacturer narrative:
Zoll medical corporation has rece'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
During a routine shift check by a clinician, the device displayed an "error 70" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.